Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements, a high number of short v-v intervals and noise was present. It was also reported that an rv lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation; however, performance data was collected from the device and has been analyzed. S2d review - high resistance/impedance: 3 - patient alerts for rv pace lead z between (B)(6) 2012. Weekly pace measurement log data shows and abrupt increase for max v.pace = 800 to 3088 ohms peak between (B)(6) 2012. Oversensing: 12 - ventricular nst <=210 ms between (B)(6) 2012. Interference/noise: ventricular short interval count v-sic=5176.3 counts avg/day, in 1.83 days, between (B)(6) 2012.